Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00353. It was reported that patient experienced ineffective stimulation due to lead migration. As a result, surgical intervention was undertaken where in the physician tried to repositioned the leads but was unsuccessful due to scar tissue and so the leads were explanted.